Manufacturer narrative:
Date of event in b3 is estimated.

Event description:
According to the complaint, the customer entered the wrong patient data through manual entry on the abl90 flex plus analyzer (serial number: (B)(6) . The customer then approved the sample results for the wrong patient. The results crossed over to aqure and then to ehr/his to the wrong patient. The customer then corrected the patient demographics on the sample on the machine, linking the results to the correct patient, but this was only changed in aqure and not over to their ehr/his system.

Manufacturer narrative:
Information in section d4 were updated to the aqure system. Radiometer investigations of the abl90 flex plus analyzer (serial number: (B)(6) ) has shown that the analyzer did not fail. The abl90 flex plus analyzer did transmit the updated results to aqure, but from aqure the updated results did not reach the customer's his/lis. Radiometer investigation of the aqure system is still ongoing. Codes in h6 were updated to reflect the ongoing investigations of the aqure system and the completed investigations of the abl90 flex plus analyzer.

Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction. Hence, this incident does not meet the criteria of a reportable MDR now.